Event description:
It was reported a quadricep tendon rupture. Action taken: surgery/procedure - revision with poly change, debridement and quad repair.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and based on the available information, the root cause of this revision was as stated¿¿the fall at home¿. This was not a device failure. Follow-up information has been provided; the patient has a re-tear of the quadriceps (in a radiology report). A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.